Event description:
Per or staff, the weck auto endo 5 clip applier would not fire correctly. The clips would not clip as expected. The device was removed from service and replaced with another. There was no delay in procedure and no harm to the patient.